Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer reported that they tried to changer the batteries several times and the alarm was not turning off. Troubleshooting was performed and the display did not return. The customer stated that the insulin pump was not dropped or exposed to moisture and no damage to the battery cap was reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.